Manufacturer narrative:
Device evaluation: the zebd-7-7 device of lot number c1808835 involved in this complaint was returned to cirl for evaluation. With the information provided, a physical and a document-based investigation were conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. On evaluation of the device, 04 kinks were observed; ¿2nd and 5th portholes on the pigtail curl on the tapered end - severe kinks. 3rd and 4th portholes on the pigtail curl on the tapered end - slight kinks". The evaluator also noted a ¿0.035 inch wire guide could not pass the kink on the pigtail curl¿. Document review: prior to distribution all zebd-7-7 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert ((B)(6) ) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-7 of lot number c1808835 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1808835. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is evidence to suggest the user did not follow the IFU. A definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Thethe device was used for biliary stenting with an endoscopic approach via duodenal papilla. The target site was common bile duct. The physician attempted to advance the reported stent over a wire guide (visiglide 0.025inch/olympus) placed in the common bile duct, but the pig-tail part of the stent got kinked, and the wire guide could not pass through the reported stent. ((B)(4)) therefore, another zebd-7-7 ((B)(4)) was used instead with the wire guide (visiglide 0.025inch/olympus) . ((B)(4)) lab evaluation completed on 31-may-21: (to be included on initial MDR) kinks confirmed on stent. No adverse events to the patient were reported. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Tjf-260v/olympus does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes was resistance encountered when advancing the wire guide to the target location? No was resistance encountered when advancing the introduction system in place to the target location? How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Visually determined under fruoloscopy where was the stricture located in the duct? Common bile duct was the stricture dilated prior to placing the device? No was resistance encountered when advancing the stent through the obstructed area? After placement, was stent position verified? N/a if yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Did any section of the device detach inside the endoscope or patient? No if yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient? Was the broken device retrieved? If yes, please indicate what tools were used during retrieval. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No if yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes¿ already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.